Manufacturer narrative:
Clinical review: there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Peritoneal dialysis patient reported during routine follow up on an unrelated customer experience of being hospitalized on about (B)(6) 2018. It was not reported if the patient¿s peritoneal dialysis treatments contributed to the hospitalization. There was no allegation related to the hospitalization. Additional information was solicited.